Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. After the device crossed the lesion, it was noted that the balloon ruptured at 4 atmospheres. As per physician's opinion, the rupture might be because the lesion was calcified and hard. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
(B)(6).